Event description:
A report was received that a pt is experiencing pain at the pocket site. The pt has lost weight and is now sitting on the ipg. The pt is expected to undergo a pocket revision procedure.